Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: n/a (before the procedure). Event description: "the device was brought into the room before surgery. The event occurred when it was plugged in for a functionality check. When the device¿s power cable is plugged into the socket, it immediately causes a short circuit and trips the circuit breaker. The issue persists even after testing with different power cables and sockets, indicating that the problem is likely internal to the device." Intervention: a new device has been installed at the hospital. Patient status: n/a.